Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (86 worldwide reportable incidents out of estimated 223,000+ procedures performed to date) is approximately 0.039% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed swelling, redness and pain in axilla 18 days post miradry treatment. Antibiotics (bactrim) and steroids were prescribed. However, the symptoms worsen. Another set of antibiotics (keflex) was prescribed with steroids. The pain improved but swelling remained. Eventually, the redness resolved. By 17 days post-treatment, the affected area became discolored and began to peel. Patient did not have signs of a fever. Clinic referred the patient to an urgent care/ER for further treatment but the patient declined.